Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that before surgery, the plate was bent. The ratchet was able to perform the up and down motion, and it was not stuck. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 the reported event was confirmed by review of repair records. Review of the most recent repair record determined the comb was bent/damaged. The comb and spring pins were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. Root cause has been identified as a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.